Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to infection and sepsis. It was reported that following a valve surgery, vegetation was reported on the patient's valves. No additional adverse patient effects were reported.